Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Additional information has been requested and received. When connecting the drain/reservoir hose, did it break? Yes. Was the surgery delayed due to the reported event? No. Was the procedure completed successfully? Yes, upon request for another j-vac drainage system. Have fragments been generated? If so, were they easily removed without further intervention? No. Patient status / outcome / consequences unknown. Was another medical intervention required (eg x-rays, additional procedures, prescriptions, otc, review) required: no. The patient is part of a clinical trial: no. When did the event take place? On (B)(6) 2022. Please clarify what was broken, the blake drain or the reservoir lamp? Blake drain if the drain breaks, please clarify whether it has been broken into two or more pieces and provide the corresponding code and batch number. Was the product broken before use? Yes. A new reservoir needed to correct the situation? Yes. A new drain needed to correct the situation? Yes. If yes, was the new drain surgically placed during a second procedure? Yes. Is the damaged product available to be returned for evaluation? Yes. If yes, what is the device's return status? Additional information has been requested, however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Do you agree that the issue was with the drain? Can you clarify if the drain was replaced during the initial procedure or a 2nd surgical intervention? Note: events reported on mw# 2210968-2022-06080. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a drain was used. When connecting the drain/reservoir hose, it broke. It was replaced. No reported adverse consequences to patient. Additional information has been requested.